Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: a review of the pump¿s black box data revealed evidence of partially discharged batteries installed. The returned battery cap was able to secure onto the pump. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the battery compartment was cracked, and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.